Event description:
Info rec'd indicates the nurse call functions does not work.

Manufacturer narrative:
The technician found a sharp bend in the communication cable at the junction board. The technician replaced the communication cable to repair the bed.